Manufacturer narrative:
It was reported by the customer that there was a fluid leak due to a punctured pediatric blanket. This issue was not confirmed as the product was not evaluated by a stryker representative.

Event description:
It was reported that the blanket began to leak during use. It was reported that the blanket leaked during surgery however no adverse consequences, medical intervention, or surgical delay were reported.

Event description:
It was reported that the blanket began to leak during use. It was reported that the blanket leaked during surgery however no adverse consequences, medical intervention, or surgical delay were reported.